Manufacturer narrative:
(B)(4). Batch # p94l2d. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. Then device was connected to a gen11 and the device did activate during functional testing. Next, the device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, when the device was put on a mayo table, the nurse found that tip of the tissue pad was melted and about to peel off. No pieces fell into the patient. Also, the blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.